Event description:
Boston scientific received information that this implantable lead exhibited increased pacing thresholds that had doubled since implant and varying p-wave measurements. It was reported that although they had increased the measurements were still within normal limits. No specific lead measurements were provided. It was observed that there was no slack in the lead; therefore, the physician elected to reposition the lead. Slack was added and the lead was successfully repositioned. No adverse patient effects were reported. This product remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.